Event description:
Customer was hospitalized for dka. Customer reported getting no delivery alarms prior to hospitalization. Troubleshooting was done and pump passed the prime test but customer did not have the tubing clamp for the high pressure test. Tubing clamp was sent and customer was instructed to call back to continue troubleshooting.